Event description:
The ceiling cover and its clamp ring had broken and fell to the floor. At the time of this incident, nobody was in the operating room. No one was hit by the broken pieces. No injuries were reported.